Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing, a test guidewire was successfully inserted through the farawave catheter. Deployment of the farawave catheter was tested multiple times and resistance was encountered during deployment to basket and flower configurations. The farawave catheter was unable to be undeployed when moving the deployment slider to the nominal position on the handle. The farawave catheter was dissected for additional inspection and the flush lumen was observed to be kinked. Based on analysis of the returned farawave catheter, the reported events of catheter difficult to withdraw was unable to be confirmed and catheter failure to undeploy was able to be confirmed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for pulmonary vein isolation to treat paroxysmal atrial fibrillation was performed using a faradrive sheath and 31mm farawave catheter. During preparation deployment of the farawave catheter was tested and the physician noted catheter stiffness and difficulty undeploying the catheter from basket to a nominal state. The faradrive sheath was placed and the farawave catheter was advanced into position in the left atrium. The left superior pulmonary vein was ablated and the physician attempted to undeploy the catheter to resheath it within the faradrive sheath. The catheter would not undeploy from basket state and stiffness was encountered during the attempt. Additional force was required to retract the deployed farawave catheter into the faradrive sheath. The farawave catheter was exchanged and a new farawave catheter was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for pulmonary vein isolation to treat paroxysmal atrial fibrillation was performed using a faradrive sheath and 31mm farawave catheter. During preparation deployment of the farawave catheter was tested and the physician noted catheter stiffness and difficulty undeploying the catheter from basket to a nominal state. The faradrive sheath was placed and the farawave catheter was advanced into position in the left atrium. The left superior pulmonary vein was ablated and the physician attempted to undeploy the catheter to resheath it within the faradrive sheath. The catheter would not undeploy from basket state and stiffness was encountered during the attempt. Additional force was required to retract the deployed farawave catheter into the faradrive sheath. The farawave catheter was exchanged and a new farawave catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.